Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance measurements were high during the first programming session and the pt experienced a shock down the arm. Also, during impedance testing the pt had tingling in fingers. The pt indicated that they hit their head on the opposite side of the lead between stage 2 and 1st programming. The pt was receiving little therapeutic benefit; nothing was apparent on CT scan. The ipg was replaced (B)(6) 2010. Following replacement all impedances were still greater than 2,000 ohms or less than 7 ohms. It was unk what further action would be taken by the physician.